Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was unknown mg/dl. The customer was admitted to (B)(6) hospital. On (B)(6) 2015. The customer states that she had taken 30 units of insulin manually then was put on insulin pump and took approximately 100 units and her body went into shock. The cause of emergency room visit as per healthcare provider is allergic reaction. The customer was discharge and waiting on healthcare provider to advised how to treat, disconnect from the insulin pump until speaking with healthcare provider.